Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and attempted lead exhibited high thresholds and high pace impedances resulting in a safety switch at a lead implant procedure. The lead was surgically abandoned and this pacemaker remains in service. No adverse patient effects reported.